Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion has been updated to code-conclusion.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 when the device was returned to the manufacturer. Per the pump print-out, the device was examined on (B)(6) 2017, with the last change occurring on (B)(6) 2017. The interrogation print-out indicated the catheter tip was estimated at the t8 position, and the catheter was in three segments: proximal = 27.9 cms; middle = 45.9 cms; and distal 30.4 cms. The notes also indicated a spinal infusion was done (B)(6) 2017. The pump had been programmed to deliver drug in the simple continuous infusion mode. The elective replacement indicator (eri) was at 24 months. A motor stall occurred on (B)(6) 2017 at 15:23, and a stopped pump period may exceed tube set message occurred on (B)(6) 2017 at 15:23.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2017 regarding a patient receiving dilaudid (41 .4mg/ml at 9.2mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's alarm was continuously going since the event started two weeks ago. The patient reportedly experienced withdrawal symptoms, pain, nausea, and sweating. Oral medications were given to mitigate the withdrawal symptoms, and the pump was replaced due to motor stall. The situation was considered resolved and the patient's status was alive - no injury at the time of report. No environmental, external, or patient factors were thought to have led to the issue, and no electromagnetic interference was present per the patient. No troubleshooting was performed. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Result code 3233 and conclusion code 11 no longer apply. If information is provided in the future, a supplemental report will be issued.